Event description:
Malfunction: broken cpc connector; system shut down. The nurse reported a broken cpc connector on the system. The company service representative was on site, and the nurse stated the system shut down on (B) (6) 2010. Multiple attempts were made for more information on the shut down issue and patient status with no response to date. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the cpc connectors. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).